Event description:
It was reported that atrial thresholds could not be obtained at implant, as the patient was in atrial fibrillation for the entire procedure. Following surgery, interrogation revealed poor sensing on the atrial lead. An x-ray indicated that the lead had dislodged. The lead was successfully repositioned with no further complications.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.